Event description:
It was reported that the device charger was not functioning, and the user was advised that a third-party wireless charging pad could be used while a replacement charger was shipped. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed a nonfunctioning charger consistent with a power supply issue, and a replacement was provided. Symptoms included no clinical effects. Outcomes included no impact to health and no alarms. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction related to the charger.